Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance. Isometrics and pocket manipulations were performed in which the high impedances were able to be reproduced. Boston scientific technical services (ts) discussed programming options. Th device was reprogrammed and lead will continue to be monitored. No adverse patient effects were reported.